Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the device removed some time ago, probably a year ago, because it was causing them a lot of problems. Patient said, they think the device was not properly installed to begin with. They said the device was causing them a lot of problems. Additional information was received from a healthcare professional (hcp) on 2025-oct-17. The hcp reported that they first noticed this issue prior to new patient office visit on (B)(6) 2025. When asked to clarify the statement "causing them a lot of problems" the hcp responded "symptom control per patient." It was unknown to the hcp if this issue was caused by normal battery depletion. The cause was unknown and the likely cause was unable to be determined. The steps taken were noted as being "device removed on (B)(6) 2024 intact. They also noted "no significant tissue changes or pathology. Pocket was benign."